Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies and resumed insulin therapy. Customers blood glucose was 550 mg/dl. Elevated blood glucose was addressed by a manual insulin injection. System check was performed by tandem technical support and no issues were identified.